Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported "air alarm continuous" was reproduced as a reload set alarm. A review of the event history log revealed multiple reload set messages during the last days of use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a reload set which if this malfunction were to recur would not lead to a death or serious injury as this alarm occurs during tube loading/setup and would only result in a delay. The cause of the condition was determined to be the upstream calibration values out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had continuous air alarm occurred in the biomedical service department. There was no patient involvement. No additional information is available.